Manufacturer narrative:
The device was received for evaluation, and the exposed portion of the soft cannula was found to have a tear, as fluid was observed exiting the tear during a leak test. It could not be determined when and how the tear occurred or if it contributed to the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. No other damages or defects were found with the device, and the cause of the event could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 20 mmol/l (360 mg/dl) while wearing the pod on their arm between 49 and 71 hours. The patient¿s mother stated the pod reportedly failed early with sustained high bg readings despite correction boluses. There was no leakage, no skin irritation, and the cannula appeared normal. There was no medical assistance required. The device evaluation found a tear on the cannula.